Manufacturer narrative:
The surgeon declined to provide patient demographics information. A medtronic representative inspected the imaging system on-site. It was found that a fiber optic cable was not properly connected (loose) to the detector. The connection was properly seated and the issue was resolved. The paxscan cp2, pleora, and detector panel were also replaced, although have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following repair and part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a procedure, the imaging system was unable to acquire a 3d scan. The use of the imaging system was discontinued because of this issue. The procedure was completed with a c-arm, and no impact to the patient was reported.

Manufacturer narrative:
Paxscan was returned but was not returned: "sealed and unused." Investigation of returned suspect paxscan was unable to confirm reported problem. Installed cp2 in test imaging system with known good system detector panel. The settings were retained and the system functioned as expected. A 2d and 3d imaging were successful. No problem found. The reported event could not be duplicated by medtronic personnel. The detector panel was returned unused.

Manufacturer narrative:
Additional information: a medtronic representative reported that the patient was under anesthesia and frame was attached when the incident occurred. The procedure was a minimally invasive spinal fusion. After first 2d image they performed a 3d scan and that one was empty. The doctor called the rep to ask for support but the rep was unable to assist by phone. The rep suggested the use of another imaging system. All together there was a 30 minute delay to the procedure which was still performed as a minimally invasive surgery. The paxscan was returned sealed and unused. Both the pleora and detector panel were not returned to the manufacturer for evaluation.

Manufacturer narrative:
The pleora box was returned to the manufacturer for analysis. The pleora box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.